Event description:
The customer was hospitalized for high blood glucose and dka. Troubleshooting was performed. The programming, insulin concentration and bolus history were correct. In addition, a fixed prime test was completed and the insulin exited. The high-pressure test was completed and passed within specifications. Instructed customer to change the infusion set/site and use manual injections are per md protocol.